Event description:
It was reported that the patient presented at the emergency room. It was noted upon interrogation that false auto mode switching (ams) due to noise was observed on the right atrial (ra) lead. An insulation or conductor issue was suspected. No programming or intervention was made. The patient was presumed to be stable.